Manufacturer narrative:
(B)(4). Review of the device confirmed it had been scratched/nicked. The root cause is attributed to the device being worn from normal use and servicing. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Item was flagged during the sterilization process.